Manufacturer narrative:
Results of product analysis show brown particles were observed on the inner surface of the implant. Brown particles were observed in the fill channel. One striated opening was observed on the posterior portion of the implant. Creases were observed on the surface of the implant. Review of DHR for work order (B)(4) did not identify any deviations, errors, omissions or non-conformances during manufacturing process. All saline breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications. According to the information gathered during the DHR review, there is enough evidence to support that devices from work order (B)(4) were assembled in accordance with allergan medical procedures and specifications. The reported device was intact at the time of production and met the required specifications. The labeling addresses lymphoma as follows: published studies indicate that breast cancer is no more common in women with implants than those without implants. A large, long-term follow-up found no significant increases in the risk rates for a wide variety of cancers, including stomach cancer, leukemia, and lymphoma.

Event description:
Patient reported a hodgkin's lymphoma stage ii diagnosis that was detected in their lymph nodes in the neck and chest. This record is for the right side.